Manufacturer narrative:
Batch review performed on 09 november 2023: lot 2110597: 25 items manufactured and released on 30-sep-2021. Expiration date: 2026-09-14. No anomalies found related to the problem. To date, 4 items of the same lot have been sold without any similar reported event in the period of review. Other devices involved: batch review performed on 28 november 2023: lot 2307827: 110 items manufactured and released on 26-june-2023. Expiration date: 2028-06-11. No anomalies found related to the problem. To date, 67 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient had pain due to the patella tracking being off. At 1 month from primary the surgeon revised the insert because he was not happy with his flexion gap and for the patella he just did a lateral release of soft tissue to solve the tracking problem. The patella was not revised. The surgery was completed successfully.